Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 322mg/dl to over 600mg/dl. Manual injections were administered and a supply change was performed to address the bg levels. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. A cartridge and infusion set change was performed and an additional occlusion alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy.